Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing. And that the device had a sensing/detection issue as there were t-wave oversensing (twos) episodes. The rv lead sensitivity was reprogrammed. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.